Event description:
When product is plugged in a self test is completed and during the self test there is default code is given which notifies you that the handpiece is bad. While no event has actually occurred, the concern is if the alarm fails and product makes it past the self test and is utilized on a pt, proper sealing to the bowel may not occur.